Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the patient had to have the implantable pulse generator (ipg) system explanted as there were complications including an "artery broke and was life threatening situation". The patient further reported the artery was repaired however the patient developed a blood clot and (B)(6) infection was found on the lead resulting in the system removal. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was an atrial lead malfunction as the lead exhibited unstable thresholds, oversensing, and noise. The lead was explanted and upgraded with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.